Event description:
Customer reports hemoglobin level of 9.3 g/dl on the hgb pro hemoglobin testing system vs an unspecified lab hemoglobin level of 11.6 g/dl. Pt given iron supplements due to questionable results. No report of adverse events or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Manufacturer evaluation / investigation pending product return from user facility.